Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopy. Hospital file number; (B)(4). The device did not want to open anymore during a laparoscopy. Blocked in closed position. Non-functional blade as well. Reopens once removed from the abdomen. Risk of tearing issue with bleeding. Patient status: clinical consequences: none.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual and mechanical testing was performed on the event unit. However, the complainant's experience of a non-functional jaw and blade could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.